Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported PICC nurse is seeing the magnet tracking tool coming from the other side of the patient vs the side she is actually placing the PICC in. She also indicated that at some times she is not seeing any green diamond. Troubleshooting didn't help.